Event description:
Main body graft was placed via a left sided introduction. Two iliac legs were placed on the contralateral side due to the length of the pt's iliac extending from the main body graft. Angiogram did not detect any endoleaks. Post angiogram after placement of the second ipsilateral iliac leg graft noted a distal type I endoleak. The diameter of the external iliac was much larger than was anticipated. Ipsilateral hypogastric was occluded and an iliac leg extension was placed in the left external iliac, sealing off the endoleak.